Manufacturer narrative:
Although requested, the electronic log files from the AED have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED is flashing its red asi, and that the battery would not power the AED on. They further reported they were able to power the AED on with a spare battery pack and that this did not occur during patient use.